Event description:
The customer complained of a questionable result for one patient sample tested with the hcg+ss, intact human chorionic gonadotropin + the ss- subunit reagent. The initial hcg+ss result was 0.314 mui/ml. The sample was retested twice on two other e modules with results of 150.5 and 155.9 mui/ml. The customer believed the second and third results. Only a result of 150 mui/ml was reported outside the laboratory. The customer stated there was no death or injury associated with erroneous result. When asked if the patient was harmed by any action taken, the customer responded it was not known. The lot number of hcg+ss reagent used was 171601. The customer was asked for but did not supply the expiration date. The investigation was unable to identify a root cause. Calibration and quality controls were within specification. Instrument performance checks were within specification. No reagent or instrument issues were identified. It was noted the centrifugation time used by the customer was insufficient.

Manufacturer narrative:
The event occurred in (B)(6).